Event description:
It was reported that the bd plastipak¿ syringe luer slip was found broken inside the sealed packaging. The following information was provided by the initial reporter, translated from portuguese to english: "20ml syringe was already broken inside the sealed package."

Manufacturer narrative:
H.6. Investigation: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation was found for this batch. No samples / photos were sent by the customer making it not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
H6: investigation summary. Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ syringe was found broken inside the sealed packaging. The following information was provided by the initial reporter, translated from portuguese to english: "20ml syringe was already broken inside the sealed package."

Event description:
It was reported that the bd plastipak¿ syringe luer slip was found broken inside the sealed packaging. The following information was provided by the initial reporter, translated from portuguese to english: "20ml syringe was already broken inside the sealed package."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the unspecified bd¿ syringe was found broken inside the sealed packaging. D.1. Medical device brand name: bd plastipak¿ syringe luer slip. D.2. Medical device catalog#: 990173. D.2. Medical device lot#: 0044974. D.3. Medical device manufacturer: curitiba, brazil: becton dickinson ind. Cirurgicas ltda. D.4. Medical device expiration date: 2025-02-28. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: curitiba, brazil: becton dickinson ind. Cirurgicas ltda. G.5. PMA / 510(k)#: na h.4. Device manufacture date: 2020-02-13.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe was found broken inside the sealed packaging. The following information was provided by the initial reporter, translated from (B)(6) to english: "20ml syringe was already broken inside the sealed package."